Event description:
Account states circuit coming apart after warming at connection between corrugated tubing and water trap adapter on heater side of inspiratory line. Pt had to be resuscitated after circuit failure.